Event description:
It was reported that prior to use with 3 bd vacutainer® k2 edta (k2e) 10.8mg blood collection tubes the tubes were discolored. The following information was provided by the initial reporter: it was reported that the tube was discolored.

Manufacturer narrative:
The following fields were updated due to additional information: b3 date of event: (B)(6) 2020. H6: result codes: 114. H6: conclusion codes: 4315. H6: investigation summary: bd had not received samples, but 1 photos were provided by the customer for investigation. The photos were reviewed and the indicated failure mode for discoloration with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.

Manufacturer narrative:
H6: investigation summary: bd had not received samples or photos from the customer for evaluation. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that prior to use with 3 bd vacutainer® k2 edta (k2e) 10.8mg blood collection tubes the tubes were discolored. The following information was provided by the initial reporter: it was reported that the tube was discolored.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that prior to use with 3 bd vacutainer® k2 edta (k2e) 10.8mg blood collection tubes the tubes were discolored. The following information was provided by the initial reporter: it was reported that the tube was discolored.